Manufacturer narrative:
Moog medical has not received the product associated to this complaint; therefore the complaint cannot be verified nor investigated.

Event description:
Initial reporter stated a leak was observed, using a filter set with add on 1.2 micron filter. Set leaked at filter seam at time of set up. No injury to a patient was reported. (B)(4).